Event description:
This supplemental report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. The inner insulation integrity was also tested, however the lead was unable to meet specifications due to explant related damage to the lead body near the tip. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis did not identify any lead characteristics that would have caused or contributed to the impedance and threshold issues at implant.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. It was noted that the lead initially tested properly. However, upon re-testing with the device and the pacing system analyzer (psa) there were observations of high thresholds that were not able to be captured, and high out of range pacing impedances greater than 3000 ohms. They tried to reposition the lead, but the high thresholds and impedances persisted. The lead was not used, and a new lead was implanted successfully. No adverse patient effects were reported.